Event description:
It was reported that the patient presented for a generator change out procedure. Upon review, the pacemaker was at elective replacement indicator and exhibited intermittent capture, failure to capture, failure to sense, and low pacing impedance causing asystole. The pacemaker was explanted and replaced. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.